Event description:
It was reported that the patient developed an infection at the pod¿s insertion site after wearing the device longer than 48 hours. The pod was removed the prior day and the patient sought medical attention at an urgent care facility, where she was diagnosed with cellulitis. The site was painful and the area was 4 by 6 inches in length and rectangular in shape. The patient was prescribed doxycycline 100mg, to be taken twice daily for one week; she was also advised to use a warm compress on the site throughout the day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
No damages or defects were found that would cause infection or pain during insertion. The exact cause of the reported infection and pain could not be conclusively determined.